Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13f10092 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the issue. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4)

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital after five days and was recovering at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 1 of 5 for this event.

Manufacturer narrative:
(B)(4). During follow up it was reported that the cause of the peritonitis was due to a breach in aseptic technique further specified as the patient made a mistake/touch contamination. The patient was readmitted to the hospital for recurrent peritonitis manifested by abdominal pain. Treatment for the recurrent peritonitis was not reported and the patient had not yet recovered from the peritonitis. No additional information is available at this time. Due to the additional information, it has been determined that the cassette is no longer a suspect product in this event. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.